Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The returned femoral impactor pad showed signs of repeated use (nicked or gouged) and was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during impaction, and the surgeon is concerned that small fragments of the instrument may have been left in the patient behind the femoral component. Attempts have been made and additional information on the reported event is unavailable.